Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient has a boston scientific (bsc) implantable pulse generator (ipg) and competitive atrial and right ventricular (rv) leads. Episode review was requested due to a dropped p-wave observed on this patient's holter monitor. A bsc technical services consultant stated that based on interval and next beat was ap-vp, atrial undersensing occurred. System evaluation was recommended to check lead integrity and atrial sensing status to help determine the cause of the long interval. Detailed evaluation of p-wave amplitude with postural changes would help to see stability of p-wave amplitude. The boston scientific local area representative was contacted for additional event details. This investigation will be updated should further information be provided.